Event description:
Inbound. Cadd legacy pump, serial number 364903, and 100 ml flow stop­ cassette, lot unknown, beeping constantly and then no disposable alarm, same cassette tried on both pumps. Used new cassette on backup pump, and able to infuse. Cassette full, reservoir volume 100. Reports pump usually beeps no disposable when reservoir volume is low, in the 11-12 ml range. Pump replaced, no further details provided.